Event description:
It was reported that the bd syringe luer was cracked / damaged / deformed. The following information was provided by the initial reporter: material # unknown. Lot # unknown. Verbatim: rcc received a complaint via email. Email(s) attached. I¿m sorry to hear you have had this challenge. We take quality complaints very seriously and I am looping in our quality department to this thread to log this asap. I have some standard questions below that I¿m hoping you can fill out. If any are not applicable, please just remark ¿n/a¿. I have filled out what I have so far. Date of occurrence: (B)(6). Date complaint received: aug 18. Product code: lot number: patient injury? # of occurrences: 2. Detailed description: ¿two times now, when using a 50 ml syringe with optima, the inner hub, which attaches to the syringe adapter, has cracked off (circled in red below) while the tech was depressing the plunger, resulting in a hd spill in the bsc.¿ table below: tech. Problem. Drug. Syringe top came off. 5fu and bendamustine and one other. Syringe top came off. 5fu infusor and dacarbazine. Syringe top felt ¿flimsy¿. Paclitaxel and etoposide. Syringe top came off. Unknown. ¿one more thing. It seems that the tip of the phaseal has been known to crack off, where it attaches to the syringe. Like in the picture below.¿ sample saved? Biohazard? Hospital¿s internal report ID: unit: pharmacy. Once we have these details, we can further investigate. If you have a sample (even biohazard), our quality department will give you detailed instructions on how to return the sample at our expense. Please reply all when you respond.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Although photographs were provided in this investigation, the provided images did not display the reported breaking of the syringe tip and they did not display enough of the device for our engineers to accurately identify the device. Without the ability to observe the reported nonconformance no root cause can be determined. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional informaiton provided.